Manufacturer narrative:
(B)(4). The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it perforated the patients heart wall, the patient was hospitalized and antibiotics were given. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. Updating b5 and h10 fields as the product was returned and analyzed, however the perforation allegation was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced as it perforated the patients heart wall, the patient was hospitalized and antibiotics were given. No additional adverse patient effects were reported.